Event description:
Report rec'd of an underdelivery. It was reported that the pt was to receive an unspecified antibiotic of unspecified volume that was "scheduled to go in over 2 hours, but it took 3 1/2 hours" to infuse. It was unknown what settings were programmed into the pump. The pump was removed from clinical service, and there was no reported adverse pt event. The pt reportedly did not miss any doses of antibiotic, and the md was not called. Though requested, no further info was available.